Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by implant patient registry, approximately 6 years and 11 months following a transfemoral transcatheter aortic valve replacement with a 26mm sapien 3 (s3) valve, the valve was explanted and replaced with a surgical valve. Per the medical record review, the valve had been disabled with an evolut valve-in-valve procedure approximately 10 months post index-procedure, due to central regurgitation. The s3 valve was then explanted approximately 6 years later along with the non-edwards valve, due to severe aortic regurgitation, after the patient had presented with palpitation, shortness of breath, dizziness and fatigue.

Manufacturer narrative:
A supplemental MDR is being submitted, following receipt of additional medical records and the completion of the investigation. B4, g3, g6, and h2 have been updated.b3, b5, b7, d6, h6: component, health effect - impact, health effect clinical, device problem, type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, central regurgitation and improper leaflet coaptiation, leading to heart failure and device revision/replacement were confirmed based on provided medical record. Review of the DHR and lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. As reported, 'the valve had been disabled with an evolut valve-in-valve procedure approximately 10 months post index-procedure, due to central regurgitation'. Due to limited information provided, a definitive root cause was unable to be determined at this time. As reported, 'prior to the valve-in-valve, the patient had aortic regurgitation worse than prior echo studies and the potential presence of a flailed leaflet of the s3 was mentioned.' Due to limited information was provided, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.

Event description:
As reported by implant patient registry, approximately 6 years and 11 months following a transfemoral transcatheter aortic valve replacement with a 26mm sapien 3 (s3) valve, the valve was explanted and replaced with a surgical valve. Per the medical record review, the valve had been disabled with an evolut valve-in-valve procedure approximately 10 months post index-procedure, due to central regurgitation. The s3 valve was then explanted approximately 6 years later along with the non-edwards valve, due to severe aortic regurgitation, after the patient had presented with palpitation, shortness of breath, dizziness and fatigue. Per additional medical records received, prior to the valve-in-valve, the patient had aortic regurgitation worse than prior echo studies and the potential presence of a flailed leaflet of the s3 was mentioned.